Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2 half height enhanced drawer not detected on bus. A field service engineer rails were replaced the drawer to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. Customer stated that there was a burnt smell coming somewhere between the drawers and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.